Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent surgery for repair of a ventral epigastric hernia, a composix e/x mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to remove the composix e/x, which allegedly failed, and to resection the small bowel. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information received: (B)(6) 2006 - patient was diagnosed with ventral epigastric hernia and underwent laparoscopic repair with composix e/x mesh. Per the operating notes, "an epigastric hernia was encountered, containing incarcerated preperitoneal fat. A composix e/x mesh was used for the repair." (B)(6) 2013 - patient underwent right robotic abdominal colectomy for crohn¿s disease. Per the operating notes, "there was a piece of mesh in the upper mid abdomen on the right side.¿ (B)(6) 2016 - patient was diagnosed with abdominal pain, underwent eroded mesh removal and repair of incisional hernia defect with biological mesh. Per the operating notes, "areas of small bowel densely adherent to the mesh with the mesh eroding into the bowel. The entire right rectus sheath was replaced by a piece of mesh incorporated into it. This was all taken down and left adherent to the bowel that were nonseperable. Removed ileocolic anastomosis with the mesh incorporated and eroding through it. A piece of biological mesh and seprafilm was placed." Attorney alleges that the patient had abscess, bowel/intestinal obstruction, bowel/intestinal perforations, bowel/intestinal removals, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported even. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 10 years post implant of composix e/x, patient was diagnosed with abdominal pain, erosion, mesh migration, adhesion and underwent mesh removal. Per op note, ¿mesh eroding into the small bowel¿. The instructions-for-use (IFU) supplied with the device list adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported even. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of a ventral epigastric hernia, a composix e/x mesh was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to remove the composix e/x, which allegedly failed, and to resection the small bowel. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.